Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient in the angio-interventional radiology department. During insertion, the sheath tabs separated from the peel-away sheath. As a result, a second kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the sheath tabs broke off during use was confirmed through visual examination of the returned sample. The customer returned one peel-away sheath which was torn in half along the score lines and both tabs were separated from the sheath body. Microscopic examination of the separated tab revealed that inside was smooth and white. Microscopic examination of the sheath body revealed a slight indent where the tab was attached at one time. The probable cause of this complaint issue is manufacturing related. Further investigation will be conducted at the manufacturing site.

Manufacturer narrative:
(B)(4). The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The device history record review was performed on the peel-away sheath with no potentially relevant findings. Therefore, the potential cause could not be determined based upon the information provided and without a sample. No further action will be taken.